Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent tissue reaction at the abutment site. Subsequently the patient was treated with silver nitrate cauterization (dates not reported) as well as antibiotic ointment (date not reported) and kenalog injection (date not reported).